Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to a recurrent driveline infection. Surgical intervention was done (implantation of vac-system and afterwards wound closure). Antibiotic therapy was continued. After wound revision and closure, infection parameters were improving. The patient was discharged on (B)(6) 2017. The infection started on (B)(6) 2017 and the patient was discharged on (B)(6) 2017. It was noted that the event resolved on (B)(6) 2017. No further information was provided.